Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device failed the self-test. There was reportedly no patient involvement. The device was evaluated onsite, the fse reloaded the sw (software) and observed the issue reoccurring immediately after the sw reload. The fse determined the som (system-on-module) assembly needed to be replaced. The issue was resolved by replacing the som assembly and updating the sw. The engineer confirmed the device was operational after repairs were completed and the device remains at the customer site. The som assembly was replaced resolving the issue and the component was requested to be returned for investigation by philips emergency care (ec) failure analysis. If the component is received by philips, the complaint will be reopened and the device will be evaluated. Based on the information available and testing conducted, it was determined that the device malfunctioned. The issue was resolved by replacing the som assembly and updating the sw. As service and repair included component replacement and sw update, the root cause cannot be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs and service were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device failed the self-test. The device was evaluated onsite, the fse observed the issue immediately after reloading the sw (software). The fse determined the som (system-on-module) pca (printed circuit board) assembly needed to be replaced. The issue was resolved by replacing the som pca assembly and updating the sw. The engineer confirmed the device was operational after repairs were completed and the device remains at the customer site. The som pca assembly was returned to philips for failure analysis. Visual inspection was performed, and there were no anomalies found. The component passed operational checks, functional tests and general testing. The issue was not verified in lab testing. Failure analysis concludes there was no fault found and the component was archived. Based on the information available, the cause of the reported problem was a component failure. The root cause could not be confirmed because the results of the failure analysis was no fault found. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs and service were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the initial test failed and they are requesting an estimate for technical intervention. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.